Event description:
Information from the field notes a battery impedance of 2200 ohms and a magnet rate of 90 ppm. When a new atrial lead was placed, the threshold test could not be performed below 2.2v. During subsequent threshold tests, the voltage did not decrease in proper increments. The output voltage was increased and the patient will be monitored. The patient was not pacemaker dependent.